Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect transseptal kit (vcc) was selected for use. Transesophageal echocardiogram (tee) imaging was used for the procedure. Venous access was obtained, and a watchman fxd curve access system (was) was advanced with the vcc dilator and vcc j-wire. Heparin was administered for anticoagulation. The vcc j-wire was then exchanged for the vcc rf wire, and the assembly was pulled down into the right atrium. A thrombus was noted attached to the tip of the was sheath and was approximately 8mm in length. The vcc components were removed and the physician aspirated 30cc from the side port of the was in response to the thrombus. No thrombus was visualized. The activated clotting time (act) result was 236 seconds. The physicians decided to abort the procedure due to the patients thrombogenic nature. The was removed, flushed, and still no thrombus was found, and it was thought the thrombus dissolved. No patient complications or further interventions were performed.

Manufacturer narrative:
B5: correction added. H6: patient codes corrected from thrombosis/thrombus to no clinical signs symptoms or conditions.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect transseptal kit (vcc) was selected for use. Transesophageal echocardiogram (tee) imaging was used for the procedure. Venous access was obtained, and a watchman fxd curve access system (was) was advanced with the vcc dilator and vcc j-wire. Heparin was administered for anticoagulation. The vcc j-wire was then exchanged for the vcc rf wire, and the assembly was pulled down into the right atrium. A thrombus was noted attached to the tip of the was sheath and was approximately 8mm in length. The vcc components were removed and the physician aspirated 30cc from the side port of the was in response to the thrombus. No thrombus was visualized. The activated clotting time (act) result was 236 seconds. The physicians decided to abort the procedure due to the patients thrombogenic nature. The was was removed, flushed, and still no thrombus was found, and it was thought the thrombus dissolved. No patient complications or further interventions were performed. It was further reported the thrombus was visualized on tee to be attached to the versacross connect transseptal kit dilator, not on the was, therefore this complaint is withdrawn.